Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: april 8, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found that the lens was stuck in the cartridge with the lead haptic not folded. The lens was removed from the cartridge and cleaned, and no haptic damage was observed. The cartridge tip was observed to be damage. No further issues were identified with the cartridge, lens module, plunger rod, or handpiece. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted, section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted, section e1: contact's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic of the preloaded intraocular lens (iol) was bent. No other information is available.